Event description:
A malfunction on the pump was reported, but no notable events occurred prior to this issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur. The customer was informed that the pump could continue to be used and acknowledged this information.